Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-01955. It was reported that, following a trial procedure, the patient was experiencing weakness and the inability to walk or stand. The trial ended successfully and the leads were pulled.